Event description:
It was reported that during central neck dissection, the system displayed a pi box fault message after passing electrode check. Change from wireless to wired connection, issue not resolved. Switched to another system, surgery proceeded. The procedure was extended up to less than 1 hour. There was no patient impact in this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during the case, hcp did not try hard to reset it. However, when sales rep went to the account to do a system checkout and report the issues, did a hard reset on the pi box and did not replicate the issue. Sales rep got passed the electrode check. The account decided to keep an eye on the pi box. So far there hasn't been any other issues.

Manufacturer narrative:
B5: new information updated. Previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.